Event description:
Customer's daughter reported that the advantage system gave blood glucose results in the 200-400 mg/dl range and the customer was treated with novolin based upon those results at a time when the customer was symptomatic of hypoglycemia. She was transported to a hosp, where her blood glucose was measured as 30 mg/dl. She was treated with IV glucose. A request was made for the return of the system, replacement was sent.